Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: the display was observed to be dim; the letters had a red hue. Unrelated to the complaint, the battery compartment was observed to be cracked at the case seal to the left side of the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a display issue. There was no reported adverse event associated with this complaint. The device type reportedly was unknown at the time of the reported incident. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The 3500a supplemental report was submitted for additional information received. The following were updated: the incident description and suspect medical device updated.

Event description:
On 07/22/2016, animas received additional information on the display issue. There was reportedly a dim/faded/color spectrum issue with the screen.